Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. All records revealed that all products lots were manufactured within specifications and distributed in accordance with all operating procedures. A review of the manufacturing and inspection records did not reveal any contributing information/trends. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc will file a supplemental report indicating the findings.

Event description:
It was reported to k2m, inc. On (B)(6) 2015 that a revision took place in which an\ sacral screw was removed. It was reported that a sacral screw fractured post-op. Revision date is unkown.

Manufacturer narrative:
There were no material or manufacturing defects observed. The manufacturing and inspection records were reviewed and the fractured screw was built to specification. The screw fractured due to uniaxial bending fatigue.